Manufacturer narrative:
Additional information received: the initial regulatory report stated that the date of the report is february 5, 2015. It has been confirmed that the correct date of the report is february 24, 2015.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received in service and repair, they couldn't find the overheating because this device was not working at all. They replaced the motor/cable assembly and bearings. Device was tested to specifications.

Event description:
It was reported that the device was a loaner that was returned and no longer needed by the facility; it would be evaluated before being returned to the loaner pool. During the initial inspection at the repair depot, the device was discovered to be overheating quickly (less than a minute). The device was sent to service and repair to do pre-repair temperature checks; but, it would no longer power up, the testing could not be completed. There was no patient involvement.